Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and adverse event trend analysis. The consumer returned the unused tampon. The visual examination observed confirmation of mold spores present in the returned sample. The cause of the foreign material could not be determined.

Event description:
The consumer stated that she opened a tampon and it contained a substance which appeared to be mold. Product was not used.